Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph showed evidence of a leak at the white distal luer of the device. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes malfunction events. It was reported that there was a leak from the white distal luer connector of a large volume folfusor. The leak was observed prior to patient use. There was no patient involvement. No additional information is available.